Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip arthroplasty. It was reported that the patient has filed an unknown allegation. No hip revision has been reported at this time. No additional information.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02783, 0001825034-2022-02784, 0001825034-2022-02785.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; g3; g6; d4; h2; h3; h4; h6 no product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 no product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: significant amount of inflamed synovial tissue. All components osseo-integrated and stable. Synovectomy and irrigation to remove all abnormal tissue. The reported issue was confirmed based on the provided medical records. A review of the device history records identified no deviations or anomalies during manufacturing. The additional information does not change the outcome of the previous investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1,b2,g3,b6,d6,e1,e2,e3,h2,h6 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a right side metal-on-metal total hip arthroplasty. Subsequently, the patient had a right total hip revision due to metal-on-metal. During the revision, a significant amount of inflamed synovial tissue was observed. All components were found to be osseointegrated and stable. No further complications were reported. No additional information.